Event description:
Apothecary products llc. Received a report from medwatch (report number mw5095448 [MDR report key (B)(4)]) : when speaking with a group of nursing staff about our current practices of crushing medication tablets, in response to an (B)(4) newsletter about an issue with a plastic enteral syringe product, it was brought to my attention an issue with a different product we use for pill crushing. Currently, a product we carry is the healthsmart pill crusher/pulverizer. Several nurses have brought it to my attention that in the past, when using the product to crush tablets, the plastic bottom has shattered/broken while in use. This could have led to small pieces of plastic being administered to patients if nursing staff was not careful. We are currently in the process of removing these products from all of our units to prevent any breakages in the future. We will instead utilize our other product, silent knight, in the future. (B)(4).